Manufacturer narrative:
Please note that device reported is an optease vena cava filter and for which the catalog and lot numbers are not currently available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal brief, the patient underwent placement of an optease permanent vena cava filter. The following additional information received per the patient profile form (ppf) indicated that forty-nine days post implantation the patient underwent an unsuccessful percutaneous attempt to remove the filter. The patient also reports to have blood clots in the groin area, to suffer from anxiety, mental anguish and panic. According to the medical records, the patient had a history of extensive trauma. The patient had bilateral wrist fractures, open right knee and open right leg fracture. The filter was successfully deployed and the patient tolerated the index procedure well.

Manufacturer narrative:
After further review of additional information received the sections have been updated accordingly.as reported, the patient underwent placement of an optease permanent vena cava filter. Per the medical records, the indication for filter placement was trauma. The patient had bilateral wrist fractures, open right knee and open right leg fracture. The filter was successfully deployed and the patient tolerated the index procedure well. Per the patient profile form (ppf), forty-nine days post implantation the patient underwent an unsuccessful percutaneous attempt to remove the filter. The patient also reports to have blood clots in the groin area, to suffer from anxiety, mental anguish and panic. The product was not returned for analysis as it remains implanted and the sterile lot number has not been provided; therefore, no device analysis nor a device history record (DHR) review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. The medical records indicates that the retrieval was attempted 49 days after implantation, this is outside of the IFU recommendations and is considered off-label use. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Clinical factors that may have influenced the event include underlying patient comorbidities, pharmacological and lesion characteristics. Blood clots and thrombosis within the filter do not represent a device malfunction. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken.